Event description:
A distributor in (B)(6) reported via fph sales rep that the silicone strap of an opt844 optiflow nasal cannula was "completely torn" at the clip end of the interface. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the nasal prong was broken at the left side of the nasal interface connection point. A lot check was not performed as no lot number was provided. Conclusion: the broken connection point was most likely due to over-tightening of the head strap. The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt844 interface is shipped to the customer fully assembled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and deformation. Any product that fails the visual inspection is disposed.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device from the customer. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A distributor in (B)(6) reported via fph sales rep that the silicone strap of an opt844 optiflow nasal cannula was "completely torn" at the clip end of the interface. No patient consequence was reported.